Event description:
In 2006, the pt presented with swelling, erythema and pain to her right wrist following a cardiac catheterization via the right radial artery performed on thirteen days earlier. Pt was diagnosed with an aseptic granuloma and discharged on four days after the event date.